Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the provided pictures performed. Unable to identify part and lot from the images. Little to no residue apparent on the tibial component. No further evaluation can be made from the provided picture. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately thirteen years post implantation due to tibial loosening. After the initial surgery, the patient came back to the office with knee pain. The tibial implant was found to be grossly loose with no cement adhered to the titanium surface. Attempts to obtain additional information have been made; however, no more information is available at this time.